Event description:
Product analysis was completed on the returned lead. During analysis it was noted that the lead's connector pin had a single setscrew indentation. This indicated that at one time the lead pin was not fully inserted and there was not proper contact between the lead pin and generator's setscrew. If proper contact had existed there would have been two setscrew indentations. Product analysis findings relating to the fluid leaks will be reported in mfg. Report #1644487-2017-03157.

Event description:
It was reported that during a clinic visit a diagnostic test was performed which resulted in high impedance and indicated that no stimulation was being delivered. It was noted that the patient had recently fallen from a non-seizure related event and this could have contributed to the high impedance. X-rays were reviewed by the physician and he stated that he did not observe any obvious issues. However these x-rays have not been reviewed by the manufacturer to date. It was noted that the generator had been replaced less than one year prior to the fall. The implant card from the most recent generator replacement showed that diagnostics at the replacement were within acceptable limits. The patient was then referred for surgery where the surgeon attempted to re-insert the lead pin into the generator. A diagnostic test was then performed which showed that the high impedance had resolved. Therefore the cause of the high impedance was related to a poor connection between the lead pin and generator. During the surgery it was observed that there was fluid inside the lead's tubing. This event is being reported in mfg. Report #1644487-2017-03157. The lead and generator were then replaced. The explanted lead has been received by the manufacturer however it was reported that the facility did not wish to return the explanted generator. The results of product analysis on the lead will only be reported in mfg. Report #1644487-2017-03157 unless the findings provide additional relevant to the high impedance caused by the inadequate pin insertion that is captured in this report.